Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the device was removed about 2-3 years ago because she had spinal stenosis and they had to put a ¿bird cage¿ in her spine and the interstim device was in the way. She had lots of physical problems from surgery plus she had cervical fusion and right now, she had paralyzed right hand for 6 months. She was seeing healthcare provider (hcp) who trying to fix it and hcp thinks the problems might be a result of the cervical fusion surgery she had two years ago. Patient mentioned that she had gone to 4 different hcp¿s about her right paralyzed hand and was accused of faking so that she could get drugs. Patient stated she was "(B)(6)" and she didn¿t want to drugs and she was told that not having a right hand to use was no big deal. She just wanted the use of her right hand back and wanted to be able to wipe with it and that it was hard to write with. Patient stated if she can't get an MRI, hcp said only option left was myelogram and she would rather have the paralyzed hand instead of taking that risk. She didn't even know when the device was implanted, she had a surgery and her mom died and then her son died so she didn't remember anything. She spoke to the manufacturer representative (rep) a day prior and was told that they still showed her with the device in there but no when they took it out, they said it (implant) had stopped working years ago and nobody told her that it had stopped working and she had just assumed it was working because she hadn¿t had it checked. Patient confirmed that spina stenosis, cervical fusion and spinal stenosis were not caused or related to the device. There were no further complications that have been reported as a result of this event.